Event description:
Customer reportedly received results of 4.4 mmol/l and 23.2 mmol/l within 2 minutes on the mobile system. No adverse event reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.